Manufacturer narrative:
Since the sample could not sent for further investigation, a specific root cause could not be identified. Based on the provided information, a general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results from the cobas 8000 e602 analyzer for an unknown number of patient samples with different lot numbers of reagent, calibrator, and qc material. The serial number of the cobas 800 e602 analyzer was requested, but was not provided. The customer received complaints from patients about different results when compared to other systems such as the architect or others. One example was provided as 8.41 from the cobas 8000 and 2.41 or 2.46 from the architect. The sample was repeated on the cobas 8000 in this laboratory and in another laboratory and the results were 8.29-8.65. No unit of measure was provided. It was unknown if all of these results were generated from the same patient sample. The erroneous results were reported outside the laboratory. The patient was not adversely affected. The customer believed there may be an interference with the tsh assay. Sample from the patient could not be sent for further investigation.